Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate, 103 service code) has been confirmed. Upon investigation the electrode belt displayed a service code 204 (belt/monitor unusable) was unable to communicate with a monitor. The cause for the failure was isolated to an internal short on the distribution node pca. The root cause for the internal short could not be positively identified. There were no adverse events associated with the belt malfunction.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.